Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast abscess. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a revision breast augmentation with two mentor memoryshape breast implant prostheses (left: 555cc, right: 395cc) experienced left-sided seroma and right-sided breast abscess postoperatively. About 4.5 weeks after the implantation day, the patient experienced warm feeling, swelling, and redness in her left breast, and antibiotics were prescribed. However, the patient¿s symptoms did not improve. The diagnosis was confirmed based on physical examination. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. Upon explantation, the devices were discarded and are not available for product evaluation. The test results on collected fluids from both breasts indicated moderate white blood cells and no evidence of yeast, fungal, or organism elements. The patient¿s symptoms have been improved after the removal surgery. The event date was estimated as (B)(6) 2020 based on available information. This report is for the right-sided prosthesis.